Event description:
It was reported that the bd eclipse¿ needle experienced safety mechanisms that broke. The product defect resulted in a dirty needle stick injury to the device operator. It has not been specified whether medical intervention or testing was administered. The following information was provided by the initial reporter: after vaccinating a patient, I used my right hand to push the safety cap down towards the table to place the cap, the safety cap snapped off and I poked myself in the left hand with the needle.

Manufacturer narrative:
H6: investigation summary. A device history record review was completed for provided lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. The retained samples were examined and it was possible to correctly activate the safety mechanism by following the instructions for use. No defects could be identified. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Each lot manufactured is tested prior to release with a final safety shield activation test. The lot number in question was released complying with specifications. The assembly process has a system which inspects 100% of product for proper opening and activation of the safety shield and rejects any defective product identified. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced safety mechanisms that broke. The product defect resulted in a dirty needle stick injury to the device operator. It has not been specified whether medical intervention or testing was administered. The following information was provided by the initial reporter: after vaccinating a patient, I used my right hand to push the safety cap down towards the table to place the cap, the safety cap snapped off and I poked myself in the left hand with the needle.